Event description:
It was reported that the pt's weight on pt data demographic went down incrementally to (B) (6) lbs. The event is related to an issue where the anesthesia machine or ventilator does not receive the pt weight that is changed or entered in the pt monitor. The anesthesia machine or ventilator sends its own pt weight to the pt monitor that overrides the pt weight changed or entered in the pt monitor, resulting in wrong pt weight and calculated bsa. Incorrect calculated bsa value may further result in incorrect indexed hemodynamic, oxygenation and ventilation on the pt monitor. Wrong pt weight may affect drug calculation values. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.